Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was not working well for them. It was noted that it worked for the first few months and then declined. The results had been disappointing for the last 3 to 4 months. Ins amplitude was reviewed and the patient stated that they would have an appointment with the healthcare provider in 2-3 months.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their situation had not been very successful. The patient said they went to the health care physician (hcp) office about 6 weeks ago where it was suggested that the patient change programs. The patient then said that along the way of changing programs they might feel the stimulation for a few days initially and then the stimulation would just seem to fade off and go away. The patient mentioned they would feel a buzz feeling on program 1 and then they felt more of a sparkly electric feeling on program 2. The patient also added that when they were on program 1 they could feel the stimulation but on program 2 it was ¿diffuse.¿ the patient said that on program 2 they were not getting results and noted they did not understand the device very well and noted they were getting anxious to see results. While on the call, the patient refused assistance on how to change programs and stated that the manufacturer company devices were ¿so easy to use.¿ it was noted that this began in (B)(6) of 2019. Programming considerations such as increasing amplitude and changing programs were reviewed with the patient and the patient was advised to review any directions previously provided by the health care physician (hcp). It was reviewed with the patient it could take time for the body to respond to the therapy and they were redirected to their hcp if the problem did not resolve. The patient also added that their hcp recommended they try to completely start over and let their body adjust to see if they could get the right settings. The patient also wanted to know if it was possible if they were sitting in a chair to feel a vibration here and there when they were laying in certain positions? The patient stated that if their elbow was up against their side but if they would rest their arm against their side they may sometimes feel the stimulation on their arm. The patient wanted to know if they were feeling the stimulation too high? The patient then said on program 1 it was in the higher hip but on program 2 it was diffuse. The patient reported that this began 6 weeks ago at the health care physician (hcp) appointment when they changed programs. On (B)(6) 2019, the patient stated they had a follow up question from their call the day prior. The patient stated that depending on their position of sitting or standing they could feel a pretty large lump on the incision area but then it would go away and it felt like the ins was wiggling around. The patient wanted to now if that was normal? Patient services reviewed that the ins should not be wiggling around and recommended that the patient consult with their hcp office. There were no further complications reported.